Manufacturer narrative:
H.6. Investigation: 2 photos were returned for investigation. The 1st photo shows the top web with batch#: 9074784, the 2nd photo shows the used cannula hub and the defect could not be seen clearly. As the actual sample was not returned and defect could not be seen clearly from the photos returned, a review of the past 12 months qn was performed. No qn related to reported defect was raised. Therefore the root cause cannot be determined. Unable to confirm the customer experience based on the photos returned. H3 other text : see h.10.

Event description:
It was reported that bd venflon¿ pro safety shielded IV catheter had an irregularity in the needle. This was discovered during use. The following information was provided by the initial reporter: concerns your article, venflon pro safety blue 22g. There seems to be an irregularity in this needle.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd venflon¿ pro safety shielded IV catheter had an irregularity in the needle. This was discovered during use. The following information was provided by the initial reporter: concerns your article, venflon pro safety blue 22g. There seems to be an irregularity in this needle.